Event description:
During a test, the device displayed 999mg/dl as a result. The customer states that she took 6'cc' of norvasc and felt fine after the injection. She reports that she had eaten 15 minutes before the test. No treatment was received and no adverse event reported. Customer states that she compared her device to the doctor's device. Her device reportedly read 139mg/dl while the doctor's read 119mg/dl. The result of 999mg/dl was found in the memory. Customer states that the screen faded out while accessing the memory. The device numeric reading range is 10mg/dl to 600 mg/dl. No quality controls were used. Requested return of the suspect device and replacement was sent.